Event description:
It was reported that the customer's insulin pump alarmed with no delivery. Troubleshooting was performed. The customer was advised to disconnect and reconnect the reservoir and tubing. Insulin exited the tubing. The insulin pump alarmed during a manual prime. The customer changed the infusion set and reservoir and insulin exited during a manual prime. It was explained that the alarm had been caused by an infusion set or reservoir occlusion. The customer's blood glucose was 266 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.